Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level in the 400's (mg/dl). The customer administered a correction bolus and went to sleep. The customer woke up with a bg level in the 400's (mg/dl) and administered a manual injection. During troubleshooting with tandem's technical support, the customer noted that there was leaking at the luer lock. The customer reconnected the luer lock to the infusion set and tightened the connection.